Event description:
It was reported by service reported that the power cord was missing the ground prong and the head left side rail could not be locked in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power cord ground prong missing. Siderail carrier components worn/tight.